Manufacturer narrative:
Based on the claim against the product by the customer noting erbe errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the erbe, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted to another vsc after the start of the procedure due to repeated erbe errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was giving an error c-34. Prior to calling in, the site already restarted the erbe with no improvement. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the error. The erbe generator required replacement. The isi tse suggested using the vision side cart (vsc) from their other da vinci xi system to finish the case. The procedure was converted to another da vinci (dv) system, with no patient injury and a delay of less than 15 minutes. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the failure analysis investigation on the vio integrated electro surgical generator unit (iesu) involved with this complaint. The unit was placed an in-house system and run in normal mode and the reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.